Manufacturer narrative:
Additional information: h6. An event of calcification and stenosis was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 25mm trifecta valve was implanted. In (B)(6) 2019, the patient was hospitalized due to dyspnea. During hospitalization aortic stenosis was reported. On (B)(6) 2020, a valve in valve was performed due to stenosis and calcification. The patient was reported to be in stable condition.